Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited high voltage lead impedance measurements. No intervention was performed. The patient was in stable condition.